Event description:
Reported issue: the ed physician intubated a patient and had difficulty with the tube. Respiratory checked the balloon prior to intubation and it inflated properly. After introducing the tube, it would not hold air. This happened on 2 different et tubes, 3rd held air. The tube is a 7.5mm hudson rci tube, lot 73d220280 with a 04/10/2027 expiration. This same situation happened with two other 8.0 tube et tubes. The reported defect was detected during use on patient.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.